Event description:
The st. Jude medical rep. Reported that when inducing the pt with noninvasive programmed stimulation, the device detected charged, and delivered a shock without converting the pt. The pt had to be rescued with external defibrillation. A messaged then stated "possible output circuit damaged detected." Technical services discussed that the lead may have failed, resulting in the output circuit damaged to the ICD. The rep. Tested the lead and was not able to get impedance measurements. The lead and ICD were replaced.